Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. The 'downstream occlusion' alarm was found 82 times in the event history log. Functional testing was unable to duplicate the reported problem; however, the downstream occlusion under psi testing. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device kept alarming occlusion after changing the disposable a couple of times. There was unknown patient involvement.